Manufacturer narrative:
At this time, the suspect device has not returned to vyaire medical. If the suspect device does return for evaluation, a follow-up report will be submitted with the results of investigation.

Event description:
The customer reported that a patient passed away while connected to the revel ventilator. The customer reported that the ventilator stopped operating and the patient arrested with unsuccessful restoration of spontaneous circulation. No further details have been provided by the customer.